Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin at home transmission. Upon review of electrograms(egm), the patient's implantable cardioverter defibrillator(ICD) exhibited crosstalk possibly due to right atrial(ra) lead dislodgement or damage. No intervention was performed. The patient presented in-clinic for an appropriate high voltage shock on (B)(6) 2019. Upon interrogation, ra lead dislodgement and damage were ruled out. The patient was discharged.